Event description:
It was reported that the shaft broke. The target lesion, located in the left anterior descending artery (lad), was prepped with an nc emerge balloon. Intravascular ultrasound was not performed; however, the lad was assumed to be calcified as devices were difficult to track down the vessel. A 2.50 x 30 mm agent dcb was selected for use. When the device was connected to the inflation device, the shaft snapped off about 5 inches out from the back connection end. The procedure was cancelled and the patient was transferred to another facility for treatment of the complex lesion.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the shaft broke. The target lesion, located in the left anterior descending artery (lad), was prepped with an nc emerge balloon. Intravascular ultrasound was not performed, however, the lad was assumed to be calcified as devices were difficult to track down the vessel. A 2.50 x 30 mm agent dcb was selected for use. When the device was connected to the inflation device, the shaft snapped off about 5 inches out from the back connection end. The procedure was cancelled and the patient was transferred to another facility for treatment of the complex lesion.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks. In addition, a break was noted at 20cm distal to the distal end of the strain relief. Microscopic examination of the outer and inner lumen noted stretching at 0.2cm distal to the bicomponent bond. No other device issues were identified during returned product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the shaft broke. The target lesion, located in the left anterior descending artery (lad), was prepped with an nc emerge balloon. Intravascular ultrasound was not performed, however, the lad was assumed to be calcified as devices were difficult to track down the vessel. A 2.50 x 30 mm agent dcb was selected for use. When the device was connected to the inflation device, the shaft snapped off about 5 inches out from the back connection end. The procedure was cancelled and the patient was transferred to another facility for treatment of the complex lesion.